Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The valve got partially re-sheathed 1 times due to the implant being too low. The final implant depth at non-coronary cusp (ncc) was 4.8mm and left coronary cusp (lcc) was 6.7mm. On the discharge echocardiogram, showed new evidence of dynamic lvot obstruction consistent with hypertrophic obstructive cardiomyopathy (hocm) and moderate mitral valve stenosis. For treatment, the patient was administered hydralazine overnight, as needed.